Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned with no clinical allegation. Reliability assurance laboratory testing identified premature battery depletion.